Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a low ck result generated by the unicel dxc 600 pro synchron clinical systems. The original result obtained was 11 iu/l and the result obtained upon repeat was 55 iu/l. The result obtained upon rerun on another instrument was 53 iu/l. The erroneous result was not reported outside of the lab. There was not affect to the patient or user associated with this event.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via fax for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.